Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and this right ventricular (rv) lead exhibited a high out of range shock impedance at 129 ohms. Technical services (ts) recommended reprogramming options, and resetting the high impedance message. Additional information was requested from the field. At this time, no further information was available. This investigation will be updated should further information become available in the future this rv lead remains in service. No adverse patient effects were reported.